Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture which did not result in asystole. The patient is monitored by transtelephonic monitoring equipment, which found the loss of capture, it also noted there were no pacer spikes. The patient went to a follow up appointment and a magnet rate was applied which showed the device battery status was at beginning of life. Bsc technical services (ts) was consulted and they stated that there is a difference between intrinsic rates and rates when a magnet is applied. To truly evaluate you would need to have the device interrogated via a bsc programmer. The lead was successfully repositioned and remains in service. To date, there have been no adverse patient effects reported. Additional information was received that this lead was surgically abandoned and successfully replaced due to confirmed fracture which was believed to have been due to clavicular crush. Additionally there was a lead safety switch (lss) indicating high out-of-range (oor) pacing impedances. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.